Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported one of the battery's is faulty. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the original serial number initially reported was for the device.